Event description:
It was reported that there was a large discrepancy between the customer's sensor glucose and blood glucose levels. Her blood glucose was 241mg/dl at the time of reporting. The sensor is being returned for analysis. No additional information was reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested. It failed per specifications with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.